Event description:
There was leakage at the exit site. When they removed the catheter, they were unable to find the hole. The patient's therapy was not known.

Manufacturer narrative:
Implicated product is 3.0 fr. Single lumen catheter with flush through stylet in insertion tray. Product received for eval is 3.0 fr single lumen catheter measuring 9.2 inches long. Graduated depth markers are printed on blue radiopaque stripe with 21cm marker most proximal, 0.75 inches from proximal end. Loose 2-piece connector with pink thumb grip is included with complaint sample. No suture wing accompanies the complaint sample. Lot history is not possible as no lot number has been provided. Tactual exam of catheter is remarkable only for tensile elongation located at 12cm depth marker. This indicated tubing had been stretched beyound its tensile elongation. Catheter and connector patency is demonstrated by flusing and aspirating each individually with 12cc syringe. (Catheter is accessed utilizing proximal portion of 2-piece connector.) Although aspiration through catheter was not achieved during the eval, user did not indicate any aspiration diffuculties (instructions or use requires aspiration of blood following placement to ensure intravenous placement). No leaks are noted in tubing as distal tip is occluded and lumen hydraulically pressurized to sustain pressures greater than 25 psi. Under 32x - 63x magnification, proximal end of tubing had been attached to stent on proximal portion of 2-piece connector. Tubing's proximal edge is even with flat, lightly striated faced suggesting it had been cut with bladed instrument similar to scalpel. Five to ten power magnification of the connector exterior is unremarkable. Disassembly of connector reveals compression sleeve to be present and securely seated within lumen of distal connector segment. Complaint of leak at exit site is unconfirmed. No penetrating damage or leaks could be demonstrated. There is no eveidence at catheter's proximal end proving tubing had been adequately secured to connector. This implies the instructions for use had not been followed when assembling the connector and catheter. Loose catheter/connector joint may allow leakage to occur, however, occasionally fibrin sheaths will form over catheter's opeining, encapsulating tubing. This results in solutions administered through catheter exiting catheter's distal tipa and traveling back up catheter through capsule created by fibrin sheath. On x-ray, this may appear as leak. Instructions for use provides specific directions for application of connector as well as what action to take should fibrin sheath be encountered. Complaint sample did not include suture wing. Instructions for use warns user to secure suture wing to tubing following device placement. This could aid in preventing embolization of damaged catheter. Complete absence of blood residue on complaint sample combined with lack of connector impressions on proximal tubing as well as connector received loose with no suture wing included in sample could imply that product received for evaluation is not actual complaint sample, but representative sample.